Event description:
Additional information was received that the implant depth was 2 millimeter (mm) on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). The valve was implanted into the native annulus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the same day following the implant of this transcatheter bioprosthetic valve, after the valve was placed a complete atrio-ventricular block (cavb) developed. A permanent pacemaker was implanted at a later date. Four days after the procedure, post-operative computed tomography (CT) scan showed the presence of hypoattenuated leaflet thickening (halt). The thrombosis was not severe. The patient's anticoagulant treatment was changed from aspirin to lixiana and the patient was under monitoring. Approximately three weeks after the procedure, the patient was recovering. No additional adverse patient effects were reported.